Event description:
It was reported that the insulin pump was not delivering insulin all the time, and the customer's blood glucose has been uncontrolled. It was stated that the insulin set and reservoir were changed, and the customer still has the same issues. It was stated that the insulin pump alarmed twice motor error, and the customer does not feel comfortable using the insulin pump. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.